Manufacturer narrative:
Device evaluation: the returned stent had deformed and raised struts on the 7th and 8th distal stent segments. There was no other damage noted to the device. (B)(4).

Event description:
The physician intended to use an endeavor resolute drug-eluting stent when treating a 13mm lesion in the lad. The lesion was severely calcified, excessively tortuous with 95% stenosis. The physician pre-dilated the lesion with a 2.0 x 20mm balloon twice to 15 atms. The stent was removed from packaging and prepped per IFU, all with no issues noted. Although resistance was encountered when advancing the device, excessive force was not applied. Stent deformation occurred after attempting delivery i.e. When advancing/positioning at the lesion. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.